Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery it was noted that an ophthalmic microscope head was not stable. Surgery was completed and there was no patient involvement.

Manufacturer narrative:
The company representative, confirmed and replicated the reported event. And found that the head needed to be replaced. The optical head was replaced to address the issue. The part was returned for this investigation. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The optical head was received for evaluation. A visual assessment of the returned sample revealed, that there were no abnormalities found. The optical head was installed into a calibrated hotbed ophthalmic microscope. There was mechanical instability at the interface between the optical carriage and the scope mounting plate. There were two bolts found to be loose within the motor unit. The root cause is attributed to ¿loose screws¿ allowing the optical head to be loose. However, how or when the screws became loose is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).